Event description:
Procedure type: cardiac surgery. According to the reporter: the suture broke two-weeks post-operatively and the pt experienced suture line outages. There was re-operation which was completed under general anesthesia and the surgeon used original suture to rebind. Pt remained in hospital for further evaluation. Current inflammation is high and there was no tissue damage or additional blood loss.

Manufacturer narrative:
(B)(4). (B)(4).